Manufacturer narrative:
This MFR report type was updated to malfunction and will only capture the no external power on mpu. The patient's death is reported against the lvad under MFR # 2916596-2019-03633. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(4)). The log file captured a no external power alarm was captured on july 24 at 1:46 am. The system reverted to the internal battery for power and the system continued to operate within the set speeds. Additional information received on july 31, 2019 indicated the equipment was not exchanged and a root cause of the power loss could not be determined. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including no external power alarms. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, date manufactured or the date that the mobile power unit was issued to the patient was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient woke up to go to the bathroom with the help of her wife. As the patient's wife was helping him up, he stated he could not stand, then passed out. The patient's wife said the pump was alarming but she could not tell me what it was. Patient was transferred to st. Vincent emergency room where he was pronounced dead about 90 minutes later. The event log files were reviewed and it starts off with a low flow event on (B)(6) 2019, 1:29:37. The low flow events continue to occur intermittently throughout the remainder of the log file. There do not appear to be any type of equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. Unrelated to the low flow events the file also captured a no external power event on (B)(6) 2019, 1:46:34. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Near the end of the file there a several attempts to intentionally stop the pump via the pump stop command on the system monitor but the pump stop button is not activated long enough to stop the pump. This is followed by the driveline being disconnected & the pump permanently stopping. No further information provided.